Event description:
It was reported that the patient died. The hcp reported the cause of death to be poly substance abuse/overdose/probably suicide. The death was not device related. An autopsy was conducted on (B)(6) 2012. The cause of death was reported to be drug abuse with high level of oxycodone and carisoprodol in the decomposition fluid; clinical history of abusing prescription drugs. The manner of death was undeterminable. (For additional events preceding the patient's death refer to manufacturer report # 3004209178-2011-09933).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).